Manufacturer narrative:
Date of initial report: (B)(6) 2017. The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a rectal procedure, the device had an issue with incomplete sealing. The issue occurred after a period of successful use. There was no patient injury, and a new device was used to continue the procedure.

Manufacturer narrative:
Evaluation summary: one lf4318 was received, and evaluation of the returned sample could not confirm the reported issue. Visual inspection found no defects. The device was activated on a saline soaked towel with acceptable results and a visual seal effect was observed. Additional functional testing was performed on the returned device the investigation found the device to function normally and within specifications. The investigation found the device to function normally and within specifications. There are factors during use that can affect seal quality, and the instructions for use included with this product lists measures to ensure sealing effectiveness.noted. If information is provided in the future, a supplemental report will be issued.